Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary wedge resection procedure, it was alleged the fenestrated bipolar forceps broke at the wrist and fragments fell inside the patient. There was no report of patient harm, adverse outcome or injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the shaft of the fenestrated bipolar forceps instrument broke at the wrist. Fragments fell inside the patient but were retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who provided the following additional information: the csr stated that the or personnel confirmed that four pieces fell inside the patient and all four pieces were retrieved and then put together with the instrument to ensure there were no other missing fragments.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA uf/importer report # (B)(4) with the following event description: ¿the physician was dissecting lymph nodes in a thoracic case. During the procedure, the bipolar xi instrument broke. Pieces of the instrument were observed in the cavity. The fragments were retrieved and counted and the area was irrigated. The physician attempted to remove the broken instrument through the cannula but was unsuccessful. The cannula was removed with the robotic instrument and replaced." As of date of this report, the fenestrated bipolar forceps has not been received by isi. A follow up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the current information provided, this complaint will remain reportable due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. Although no patient harm occurred, it is still unknown what caused the instrument accessory breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken main tube at the distal end. A piece approximately 0.42¿ x 0.20¿ in size was missing and not returned. As a result of the damage, a cannula and seal were stuck on the main tube of the instrument which the customer could not remove. The known common cause of this failure is mishandling/misuse. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.